Event description:
It was reported that the device had a random access memory (ram) parity error causing a power on reset. The device was reset and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) occurred. The device experienced a critical ram parity error event on (B)(4) 2011 in location "2a 04". The device should be able to recover from this event and continue normal function.